Event description:
It was reported that during a post-operative device interrogation, left ventricular (lv) lead loss of capture was observed in the lv4 to right ventricular (rv) coil configuration, along with diaphragmatic nerve stimulation. The lv lead configuration was reprogrammed and the lead remains in use. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.